Manufacturer narrative:
The customer cleaned up the leaking wash concentrate using ppe. The customer primed the hydro and this issue was resolved. The customer cancelled the service, and service was not dispatched for this event. Bec contacted the customer on (B)(4) and the customer confirmed that the problem had not returned. (B)(4). Customer resolved the issue.

Event description:
A customer reported that wash solution canister was not filling and there was a leak from wash concentrate reagent connection on unicel dxc 600 pro synchron clinical system. The customer was wearing ppe and there was no exposure to any personnel. Msds was not reviewed, but the facility has exposure control plan. Medical attention was not sought and there was no effect to patient or user.